Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was investigated but the customer complaint could not be confirmed via in-vitro qc testing on sensor.

Event description:
On may 13th 2020, senseonics was made aware of an incident where user experienced no sensor detected alert which leads to early sensor removal and replacement.